Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Provocative testing was performed but no noise was produced. The patient was stable and will continue to be monitored; there were no adverse consequences.